Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the sutures of two proglide devices were successfully pre-placed in the left common femoral artery using the pre-close technique via a 14f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, after the tavi procedure, when the sutures of the second proglide devices were being tightened, a suture break occurred. As hemostasis was almost achieved with the sutures of the other proglide device, manual compression was applied for approximately 10 minutes. Hemostasis was fully achieved with the sutures of the one proglide device along with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.